Event description:
Adverse event(s); "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "no aspiration during anterior vitrectomy" (aspiration issue). The nurse reported a posterior capsule tear occurred. The surgeon was performing an anterior vitrectomy and the surgeon noted there was no aspiration. The system was switched out and a new vitrectomy probe was opened. The anterior vitrectomy was completed and the iol was implanted. The nurse stated the posterior capsule tear was due to case complications and did not fault any alcon product.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the problem reported. The staff stated the vitrectomy probe passed testing and appeared to work fine. The system was then tested and met all product specifications. (B)(4)